Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The dentist said that no one was injured during the incidence. Conclusion - device breakage is addressed in the directions for use. The dentist only returned one of five clamps. That clamp had obvious signs of misuse. Overextension and twisting of the clamp caused breakage of the clamp. Damage to the clamp by drilling tools may have also contributed to the breakage. The clamp has a one year use life and appears to have broken due to repeated overextension, twisting and use beyond use life. See MFR. Report #1925223-2013-00117.

Event description:
This is the second of five reports from one office. The office only returned one of the five clamps for evaluation. They did not remember specific dates or patient details. The dentist called to complain about the quality of ivory clamps. He said that he has had several clamps break over the course of the last two years and has not ever had a problem with them breaking before. He said that they have all broken when placing or removing them. He uses number 5s on first and second molars and the number 8as on second molars. He said no one was injured, just very upsetting when they break like that. He said it happened with 3 of the number 5 clamps and 2 of the number 8a clamps. He said that he uses other ivory clamps, but it has not happened with them.